Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, intermittent loss of capture, and poor sensing was noted on the lead. Technical support suggested reprogramming to resolve the issue. The patient was in stable condition.

Event description:
The patient was brought into clinic to reprogram the device. The device recorded additional loss of capture episodes the following day, and have not been present since. The patient was in stable condition.